Manufacturer narrative:
A boston scientific technical services consultant accessed the remote monitoring system and identified the out of range value was not available at this time and that out of range measurements have been reported due to electromagnetic interference (emi). The consultant suggested checking the measurements later in the week. The source of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited an out of range pacing impedance value on the left ventricular (lv) channel which was identified through the patient's remote monitoring system. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating the previously reported out of range pacing impedance measurements were greater than 2000 ohms. Additionally, no capture and pacing inhibition was noted on the lv channel. A revision procedure was performed and the device and lv lead were removed from service and replaced. The lv lead was reported to have sustained a fracture. The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.